Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The vial lid was found to have cosmetic damage. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan( B)(4) alleging that the vial for their onetouch verio test strips was damaged. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began one week prior to contacting lifescan. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their diabetes management in response to the reported issue. The patient reported developing symptoms of dizzy spells on (B)(6). The patient denied receiving any treatment for this symptom. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom does not meet lifescan's criteria for a serious injury and they did not receive any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.